Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had been freezing while pulling medications. A technical support specialist identified the issue and implemented a subsequent fix. Tss confirmed that device performance improved and acknowledge the same to customer. Customer had communicated with a technician for further assessment on the affected device and granted permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es machine had been freezing while pulling medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.